Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon was allegedly broken at the hub, another balloon catheter was reportedly used to complete the procedure. There was no reported retraction issue through the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon appeared to be in its original folded configuration. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 4cm balloon. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. No other anomalies were noted to the catheter. Performance/functional evaluation: the strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under microscopic magnification and the edges of the detachment were jagged. The catheter detachment was located just distal to the y-hub. Sanding marks were noted on the catheter near the point of the detachment. The detached end of the catheter was connected to a tuohy borst adapter. The tuohy borst adapter was then connected to an inflation device. Water was used to inflate the balloon. The balloon was able to be inflated to nominal pressure. The balloon was unable to be inflated to rbp, as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was able to be deflated without issue. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached at the distal end of the y-hub. The investigation is inconclusive for inflation issues, as complete functional testing could not be performed due to the poor sample condition (i.e. Detached catheter). It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the catheter detaching at the hub. It is likely that the catheter detachment contributed to the reported inflation issues. Based upon the available information a definitive root cause has not been determined. Labeling review: the current rival pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.